Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a black spot that is open and seeping with puss. The patient¿s physician prescribed keflex antibiotics and bactrin cream for the open wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.